Event description:
Per dealer seat upholstery has split per end user statement, not sure how or where on the seat, upholstery is on back order til november va will call back once they determine if the end user has the correct chair for what he needs. S/n (B)(4).